Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customers site. During the evaluation, the fse replaced bricks 2, 3, and 4, performed preventive maintenance, refilled the system with water, and conducted post service testing, including pumping values, power output, and electrical safety checks. After the replacement of the bricks, the issue was resolved. All results confirmed that the laser operated within boston scientific specifications.

Event description:
It was reported that the device console showed a case saver mode. It was noted that the device had an energy delivery output or failure. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the device console showed a case saver mode. It was noted that the device had an energy delivery output or failure. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.